Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment and m3 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, and a microwire. During the procedure, the physician gained access to the right femoral artery using the neuron max. The red62 and the microcatheter were advanced over the microwire through the neuron max to the m3 segment of the mca. The microcatheter and the guidewire were removed and the physician completed two passes using the red62. The red62 was retracted slowly under aspiration. After removal of the red62, the physician performed a digital subtraction angiography (dsa) and noticed a perforation in the m2 segment of the mca. The perforation was embolized with coils to stop the bleed. The procedure was aborted as the physician decided to sacrifice the mca. The patient's current medical status is unknown.